Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device replacement procedure, the right atrial (ra) lead was inspected due to the presence of lead noise seen on the atrial channel during a pre-procedure follow-up. There was discoloration noted on the lead, and the lead was capped and replaced. The patient was stable with no consequences.